Manufacturer narrative:
(B)(4).

Event description:
It was reported that the PICC (peripherally inserted central catheter) was inserted the day prior for level 8 anesthetics. In the hospital ward the next day after insertion, the PICC was leaking close to the hub. The PICC nurse was notified and advised the catheter to be removed. The PICC was removed and it is not known if another was placed. The patient had no injuries or complications.